Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation as the device was discarded. A follow-up MDR will be submitted if additional information is obtained. An advanced system log review was conducted by an isi failure analysis engineer and the following information was identified: logs show the sureform 60 stapler was installed on the system 8 times and fired 8 reloads (8 blue). On install 1, the firing was completed after 7 pauses for compression. On install 2, there was a firing failure, which stopped at ~72% completion, after a duration of ~47 seconds. Max torque recorded during the firing was ~575 n. On installs 3 and 4, the firings were completed with 1 pause for compression on each. On installs 5-8, the firings were completed with no pauses for compression on each. All clamp attempts with this instrument were completed successfully. There were no incomplete clamps or unclamps. There were no stapler related errors in the master supervisory control logs. This event is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler with a blue reload had a partial fire and tissue push. The patient required intervention to address the issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler with a blue reload had a partial fire. There were multiple pauses for compression and the stapler only fired partially. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected per protocol and no unusual issues were detected. The tissue was pushed forward/dragged during the firing process. There was no error, however there were multiple ¿pause for compression¿ notices. There was no buttress material used. The surgeon oversewed the bunched up staple line to address the issue. The product will not be returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g2, g3, g6, h2, h3, annex b, c, d and sections h10/h11. Intuitive has received the part associated with this complaint and completed investigations. Stapler, sureform 60 pn 480460-09; ln l10230214 was evaluated. Failure analysis investigations confirmed through error logs the customer reported complaint of "surgeon had multiple pauses for compression and the stapler only fired partially". Stapler was used at the site on (B)(6) 2023 using system sk0106. Logs showed 1 firing failure due to tissue thickness. Instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue on test sheet. Staple formation was proper. No I-beam damage was observed. Failure analysis found the primary failure of a firing failure to be related to the customer reported complaint. The reload,sureform 60,3.5 blue pn 48360b-08 was evaluated. Failure analysis investigations confirmed the customer reported complaint of " stapler only fired partially". The reload was found to have the knife exposed within the knife track. No damage was observed on the knife edge. The reload was found to have a firing failure. Log review showed that this reload was fired partially using system sk0106 on (B)(6) 2023.